Manufacturer narrative:
The issue will be resolved by replacing the front bezel. The customer requested the date of the on-site intervention as the necessary parts were received and available onsite. However, service is unscheduled to date despite multiple attempts by philips service.

Event description:
Philips received a complaint on the v60 device reporting to technical support (ts) that the device has a faulty navigation ring. The unit was reported to not be in clinical use at the time of the reported issue. No patient or user harm was reported. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the unit was down with a faulty navigation ring. The customer requested the date of the on-site intervention as the necessary parts were received and available onsite.